Event description:
It was reported "leaking at the adapter where the line screws on." No other information was provided. (B)(6) 2022-two devices were returned. This report addresses the second device.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample analysis, manufacture quality and production records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed, and the cause was manufacturing-related. The products returned for evaluation were two 4fr s/l powerpiccs catheters. Light usage residues were observed throughout the samples and a needleless injection cap was attached to the luer adapters. Microscopic inspection of the luer adapters revealed a protrusion in the luer material within the orifice. That material had the appearance of a mold defect which could result in inadequate sealing of the luer hub with a syringe. Bd is working closely with manufacturing to prevent recurrence of the reported event. A lot history review (lhr) of refy1242 showed thirty-six other similar product complaint(s) from this lot number.